Event description:
The patient's husband/user of the fms dialysis device called tech support to report that during a thunderstorm (day of call) he went to check on his wife who was dialyzing and found her connected to the cycler but she had passed away (he wanted the cycler/supplies picked up). He said that he does not believe that the use of the cycler caused or contributed to the event but rather it was related to preexisting heart problems. The patient's peritoneal dialysis rn (pdrn) initially stated that the cause of death was hyperglycemia. There were no reported device malfunctions during this event. Follow up with the patient's pdrn revealed the cause of death as written on the death certificate is stated as "renal failure."

Manufacturer narrative:
The liberty cycler was returned for evaluation; no non-conformities were found. The unit passed all tests during simulated treatment testing and met specifications. A batch record review was conducted and confirmed and there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. The clinical investigation concluded that the cause of death was renal failure. The fmc pharmacovigilance physician concluded there is no evidence that reasonably suggests that the patient's cycler was causally related to the death of this patient with known type 1 diabetes and extensive cardiac disease. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.